Manufacturer narrative:
Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.

Event description:
It was reported that after the spaceoar placement procedure, the physician placed the hydrogel in the seminal vesicles, the physician decided to place a second device that caused urinary retention to the patient. The patient has completed the radiation treatment. The urinary retention was treated with a catheter.

Event description:
It was reported that after the spaceoar placement procedure, the physician placed the hydrogel in the seminal vesicles, the physician decided to place a second device that caused urinary retention to the patient. The patient has completed the radiation treatment. This event covers the device that was misplaced.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed as it remains implanted. A review of the device history record (DHR) was performed. It was confirmed that this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of "gel found in unintended site - non vascular" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event. Additional information block e1 has been updated with the information of the initial reporter. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.